Event description:
It was reported that a revision was performed due to implant breakage.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. Visual inspection of the echelon stem showed a fracture, likely due to the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the stem could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the stem bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. Bone on-growth was noted on both the proximal portion of the stem, as well as the shaft of the stem. Burnishing was noted on the shaft of the stem; this may have been caused during removal of the fracture stem. No damage was noted on either the femoral head nor the liner.the likely cause of the fracture was a lack of proximal support. This would subject the stem to fatigue loads at a more distal location on the stem. The stem may have been well-fixed distally as evident by the bone ongrowth on the distal portion of the stem. There were no material or manufacturing defects observed. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.